Manufacturer narrative:
The device was returned for evaluation. The device was subjected to a micro-CT scan showing that the lock has not been deformed and remains in the locked position. The inserter hole that exposes the lock was also visually confirmed as not having any soft tissue or biomaterial buildup. A series of internal measurements were taken to verify the relative dimensions were within tolerance. All inspected dimensions, except for the lock wall to center axis distance and the gear's retaining ring inner ø, are considered within tolerance. Since these values were measured from a 3d model generated by a micro-CT scan, there is to be some expected variability in the results. Having the lock wall to center axis distance and the gear's retaining ring inner ø be out of tolerance is likely not the cause for the cage's collapse. The lock wall distance being over the tolerance makes it more difficult for the lock to slip out of place, and the retaining ring's inner ø is not undersized to the point that it will counteract this increased wall distance. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace a fortify core that had lost height post operatively.